Event description:
It was reported that the device would not reach the maximum temperature and the ice block would melt quickly. No patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was evaluated by a maquet field service technician. A faulty 3-way valve was identified and replaced. Functional testing and a safety check to factory specifications was performed.